Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 4226365 is considered in compliance with our product specification requirements. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #309628 lot #4226365 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: complaint received by phone call on (B)(6) 2025 pharmacy calling on behalf of the customer. Went to do injection and sees particulars in the syringe, but not visible in the vial. Customer states that it was injected after, but no adverse effects. Occurrence- 2 unknown event dates sample discarded, but a syringe from same lot is available. Ack email can be sent directly to pharmacy email address, but we will have to reach out by phone to the customer regarding the sample. Customer name: xxxx xx phone: xxxx.